Event description:
It was reported that during implantation of a new system, lead connection to device was difficult, but connection was possible. Lead malfunction was suspected. The measurements were normal. There were no consequences for the patient.

Manufacturer narrative:
(B)(4).